Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.

Event description:
Device malfunction: balloon rupture. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported that during a pta procedure in a heavily calcified, eccentric, non-tortuose, and de novo left common iliac artery (vessel diameter 6.0 mm), a fox plus balloon was used for post-dilatation. Reportedly, the balloon was unable to uniformly deflate after two inflations at 9 atm. A longitudinal rupture was noted after the third inflation at 12 atm. The procedure was completed using a fox plus 7.0 x 40 mm. There was no adverse patient sequelae. No add'l info was available.